Manufacturer narrative:
Due to character limit in e1, initial reporter full name: (B)(6), full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had alarmed iabp may require maintenance (compressor self-check). Nurse called in to the emergency support line to verify she could continue use the pump for up to 72 hours due to the patient being unable to hemodynamically tolerate the pump being exchanged at the time. It was suggested to exchange the iabp when possible. No patient harm or injury reported.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had alarmed iabp may require maintenance (compressor self-check). Nurse called in to the emergency support line to verify she could continue use the pump for up to 72 hours due to the patient being unable to hemodynamically tolerate the pump being exchanged at the time. It was suggested to exchange the iabp when possible. No patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field - d1, d4, h6(medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the compressor and mufflers. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a power up test code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au.

Event description:
Not reportable as the record is a duplicate of tw# (B)(4).

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 1273560. Please refer to mfg report number 1273560 for all information for this complaint event. Please cancel mfg report number 1272553 in your database.